Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right common femoral vein using an indigo system cat12 aspiration catheter (cat12). During the procedure, the valve on the back of the rotating hemostasis valve (rhv) of the cat12 unscrewed and became detached. Subsequently, the physician reattached the valve back on the rhv; however, blood was leaking out from the back of the rhv. Therefore, it was removed. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to this patient.